Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the e-100 generator was not working. The customer tried two vessel sealer extend (vse) instruments, but it did not resolve the issue. They also power cycled the system, but the issue remained. The customer ended up using the integrated electrosurgical unit (iesu) with the vse instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The e-100 generator was analyzed, and the reported failure was replicated. It was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on. Cut/seal function did not work.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without error and the patient did not experience any complications due to the reported issue.

Event description:
Refer to h10/h11 for follow-up information.